Event description:
The user facility reported that the device had metal shavings during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional info h6 h3 other text : device not accessible for testing.

Event description:
The user facility reported that the device had metal shavings during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.